Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the electrolyte injection cup (eic) valve to resolve the issue. Beckman coulter internal identifier is case-(B)(4). No patient demographic information was provided.

Event description:
The customer reported receiving erroneous low patient results for sodium (na) on the unicel dxc 600i synchron access clinical system. There was no change in patient treatment in association with this event.